Event description:
Problem with leakage of fluid/ medication of the needle free capless ports. In addition some of the IV tubing there has been seperation of the silicon section. These incidents occurred with the 599 pump/262 control tubing by alaris.